Event description:
A customer reported that the phaco suction was different than with other system and the IV pole was going up/down on its own during a procedure. The case completed with the same system. There was no patient harm.

Manufacturer narrative:
The company representative called and spoke with the customer. The company representative was informed that the customer's remote was damaged where the IV pole up/down buttons were and the customer had ordered a new remote to resolve the issue. The customer stated the handpiece may have been clogged, as they have used the system in several other surgeries since the reported problem and the system has worked fine. The facility did not request service. No samples were returned for evaluation and no additional information provided related to this event. The root cause is unknown. (B)(4).